Event description:
No additional information available.

Manufacturer narrative:
1. The customer returned 2 photos and no defective samples. The photos show that the batch code is 5113279, and there is a pocket of air inside the extension tube. 2. DHR/bhr review(lot#5113279): 1)the products of this batch were assembled at intima ii auto line 2 in apr 2025 and packaged at r240 package line in apr 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional test: self - tightness test after penetration (i.e., the sleeve stopper of prn is penetrated 100 times, and the leakage test is performed after the penetrations) and air leak test. The test are passed and no leakage or other abnormalities are found at the penetration site of the prn 4. Possible reasons: 1)the air inside the infusion tube was not completely expelled before the infusion; 2) the heparin cap was slightly loose, allowing air to enter through the gap during infusion; 3)the patient¿s movements during infusion (such as significant limb bending or pulling) caused displacement of the infusion needle connected to the heparin cap. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and the retained samples, no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show that air has entered the extension tube,but the defective sample is not received for analysis and confirmation,and the usage of the sample is unknown,so the root cause of this complaint defect cannot be determined.the plant will continue to track and trend for this issue.

Event description:
On october 30 at 20:54, during antibiotic infusion via IV drip, a 5.5mm scalp needle was replaced with an indwelling needle equipped with a heparin cap (bd closed-system intravenous catheter (xiangma) 24g). Halfway through the infusion, the patient noticed a small amount of air entering the line. They clamped the catheter themselves and called the nurse. The nurse immediately aspirated the air and observed blood return. After releasing the clamp, a small amount of air continued to enter. The nurse then removed the heparin cap and directly connected the infusion set, with no further air entering. The patient was reassured, and vital signs remained stable.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.